Manufacturer narrative:
Additional information received by smiths medical on 15-nov-19. No patient was involved. Event occurred during testing. One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with damaged lens, loose ail sensor, and downstream occlusion seal bubbled. Event history log review was performed and found evidence of reported problem. Visual inspection, power up process, and latch lock testing were performed. The customer reported concern was verified in one instance in the pump history log. According to the investigation, the unit ran until it lost power and it appeared that the customer used the unit for some time after the reported error. The unit was sent in after multiple downstream occlusions a couple months later, according to the pump event history log. Investigation could not duplicate reported problem. However, loss of power is known to cause this error. No further action required for primary concern; however, tech service will address the occlusion issue. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump displayed error code 44510. There were no injuries or adverse events reported.